Event description:
Additionally, healthcare professional reported and confirmed baker grade iii.

Manufacturer narrative:
Additional, changed and/or corrected data: a.4., b.5., h.6. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation device, creases fold, yellow particles, cloudy and weight to the spec. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture.

Event description:
Healthcare professional reported a left exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade unknown. Device has been explanted.